Event description:
Boston scientific received information that this lead had dislodged. A revision procedure was performed and the physician elected to explant this lead and replace it. No adverse patient effects were reported.

Manufacturer narrative:
((B)(4).

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, a bend in the distal part of the lead was noted. Bending the lead body requires the presence of mechanical stress. Based on the damage symptoms, it is reasonable to assume that the bending was due to tensile forces, presumably during the surgery. Furthermore cuttings in the insulation and deformations of the outer conductor coil were observed which occurred most likely during the explantation procedure. Blood penetrated the lead in the cut areas. In summary, the lead's distal part was found bent, which resulted most likely from the surgery. The analysis did not reveal any sign of a material or manufacturing problem.